Event description:
It was reported that during an unknown procedure, the faulty device misfired during surgery. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results of the el5ml device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the instrument was cycled and it fed and formed one malformed clip due to an anti-backup failure and seven conforming clips. In addition, the instrument did lock out as intended. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the ratchet pawl was found to be out of position; this condition caused the failure of the anti-backup and lockout mechanisms and malformed clips, however no conclusion could be reached as to what may have caused the ratchet pawl to be out of position.